Event description:
It was reported that the extension was explanted. It was stated that there were impedance "issues," including both high and low impedance measurements. Intra-operative impedance measurements on the extension and the lead were performed, but it was found that the extension "was the problem." The extension was replaced and impedances were back to normal. It was stated that the symptoms were "suboptimal" therapeutic results because "several" contacts on the lead could not be used. Hospitalization was required. A supplemental report will be sent if any additional information is received.

Event description:
Additional information showed the high impedances were between contacts c-9 (10687 ohms) and low impedances were between contacts 8-10 (38 ohms). It was stated the extension was damaged or broken at the distal connector site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: extension: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: extension. (B)(4). (B)(6).

Event description:
It was further reported that the patient was doing fine. Of note, the stimulator had the elective replacement indicator present and was also replaced.

Manufacturer narrative:
Final device analysis revealed that the distal end conductors were broken due to overstress/damage. The #0 conductor was broken at the #0 distal connector crimp sleeve 0.8 cm from the distal end. Also, the #0 conductor was shorted to the #2 distal connector block 1.5 cm from the distal end due to overstress. The #1 conductor was broken at the #1 distal connector crimp sleeve 1.3 cm from the distal end due to overstress. The #1 coiled conductor was stretched at the coil-straight wire crimp sleeve and both the #0 and #1 conductors were kinked at the #2 distal connector block. It was suspected that the overstress observed at the distal end occurred while the ins was implanted and was not the result of explant damage.